Manufacturer narrative:
Reported event was confirmed via medical recordst. Review of the medical records were provided and reviewed by a healthcare professional. Patient reported pain to be 5/10 with activity. Normal gait and alignment, rom full extension and flexion. X-rays showed well fixed and aligned tka with fracture of posterior femoral condyle. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-other-bearings-unk; p/n: unk, l/n: unk, kne-other-femorals-unk; p/n: unk, l/n: unk, kne-other-tibial trays-unk; p/n: unk, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03558, 0001822565 - 2019 - 03559, 0001822565 - 2019 - 03560. Remains implanted.

Event description:
It was reported the patient had continuous pain plus popping and catching sensation after the initial surgery. Subsequently, the patient suffered a fractured femoral component. However, no revision procedure has been reported to date. No additional patient consequences were reported.